Event description:
It was reported left hip revision due to suspected poly wear.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii 28 poly liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device sent to pathology.